Manufacturer narrative:
Method:risk assessment;results: device was not returned.conclusion: the most likely cause of the customer reported event cannot be determined.

Event description:
Per customer, during a spine procedure, an interbody fusion spacer broke. The surgeon stated that the prong of the inserter was deflected medially towards the posterior wall of the disc space. The surgeon reported that the piece was able to be removed. A second procedure was due to a disc rupture and what was reported to be disc material that had entered the spinal canal and was impinging on the l5-s1 nerve roots. The customer has alleged permanent nerve damage due to this event.

Event description:
Per customer, during a spine procedure, an interbody fusion spacer broke. The surgeon stated that the prong of the inserter was deflected medially towards the posterior wall of the disc space. The surgeon reported that the piece was able to be removed. A second procedure was due to a disc rupture and what was reported to be disc material that had entered the spinal canal and was impinging on the l5-s1 nerve roots. The customer has alleged permanent nerve damage due to this event.